Manufacturer narrative:
A ge representative has not yet reported an onsite evaluation of the system.

Event description:
It was reported that the system would not complete registration with a patient on the table.